Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, swelling, and instability. The patellar component was retained. Competitor cement was used during the primary operation. Competitor products were implanted during the revision with four depuy cement products. There were no indicated intra-operative complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.